Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event required from the damaged cable. The pt received a replacement electrode belt.

Event description:
A zoll territory manager contacted zoll customer support to report the patient was having issues. Zoll customer support contacted the (B)(6) male patient who reported excessive check therapy electrode alarms due to a damaged therapy electrode cable. The patient was issued a replacement electrode belt.